Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to ketoacidosis. The customer was off the insulin pump and went into ketoacidosis. The customer stated she feels the ketoacidosis could have been prevented if the insulin pump was delivered on time. The customer was hospitalized on (B)(6) 2015. The customer's blood glucose during hospitalization was 500mg/dl. The customer stated she felt sick, weak and shaky. The customer was treated with insulin shots. The customer was not wearing the insulin pump at the time of hospitalization. The day before hospitalization the customer encountered button issues. The customer was discharged the following day. The current customer's blood glucose was unknown.

Event description:
The customer reported via telephone call that the numbers on the insulin pump display began to scroll without input during a bolus. The customer stated that the blood glucose reading was 85 - 90 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.